Manufacturer narrative:
Investigation summary: no sample were received. Investigation conclusion: this is the 4th complaint for the lot# 8348869 for the same defect or symptom. Previous complaint (B)(4). There was no documentation of issues for the complaint of batch 8348869 during the production run. Root cause description: no samples were received. The posiflush product is designed to flush the IV lines, not for drawing blood.

Event description:
It was reported that during a draw the stopper came apart from the plunger with a bd syringe 10ml short pr saline 10ml fill. A new syringe was attached to complete the draw. The following information was provided by the initial reporter: I was drawing labs from the patient's port. As I was flushing the line and drawing back a waste, the syringe plunger came apart. I was able to clamp the line and remove the syringe. A new syringe was attached and the sample was drawn." The pt was on a hazardous medication.